Event description:
Volume discrepancies were reported. Actual residual volume was reportedly less than the expected residual volume. Specific values for volumes were not stated; however, the volume at last refill was off by 10ml per reporter. It was stated that this had been going on for the last 4-5 refills for several months. It was unclear but per reporter they were thinking that the patient had been accessing his own pump but there were no signs such as bruising or puncture marks on the patient's skin over pump. As of the date of this report patient was getting an MRI done, per reporter unrelated to the pump. Drug delivered via the device was morphine.

Manufacturer narrative:
Concomitant products: catheter model: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Programmer: model: 8835, serial# (B)(4).